Event description:
The pump was sitting on a shelf in the bio-med dept with a note stating pump just shut off while on a pt. It is not known where the pump came from and no clinical contact is available. No pt injury was reported.